Event description:
A customer contacted global technical services (gts) reporting a system error (se) 2367 on the home choice (hc) during dwell 5 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle the power and check the alarm log. The alarm log showed a se 2240 (air in set) had preceded the se 2367. The hp stated that all bags were empty. The tsr asked if there were any unused supply lines and the hp stated the blue clamp line is open and not used, and hp stated the cap fell off that line too. The hp stated he has been disconnected since the machine alarmed. The tsr helped the hp remove the cassette and instructed hp to contact the nurse about missed cycles and the 2240 alarm. Hp will do manual exchanges to complete therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that the blue clamp line is open and not used. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.